Event description:
Customer alleges chair feels shaky and seat doesn't feel secure. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41, serial number/date code (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that his m41 power chair feels shaky. The seat especially does not feel secure. No injury alleged.